Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to have no physical damage. The event history log was reviewed and found a record of a high-pressure alarm. Functional testing was performed. Upon review, the reported problem was unable to be duplicated. It was determined that a possible defective downstream occlusion sensor or disposable was the root cause. As a preventative measure the dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: date of event is unknown.

Event description:
It was reported that the device exhibited an occlusion and a n nda alarm. There was unknown patient involvement.